Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade iii).

Event description:
Healthcare professional reporting " capsular contracture (baker grade iii). Device has been explanted. This relates to the left side

Event description:
Healthcare professional reporting " capsular contracture (baker grade iii). Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, yellow particles in shell, weight within specification, deformation. After autoclave cycle was identified: voids between shell and gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.